Manufacturer narrative:
Additional information received: it was clarified that the endoanchors was not fully loaded into the applier. The tip of the endoanchor was sticking out. It was not determined whether this was related to the endoanchor being used in a non-medtronic stent graft or a malfunction of the two step deployment applier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis there was no deformation observed to the applier. A section of fractured endoanchor was visible in the housing. The handle was opened, no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 6.96v. A new battery was connected, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): 0ax09 brown-out tripped, 0bx00 power on, 0cx00 no error, 0dx00 power on. The device was restarted in factory mode with the blue error light on, forward light flashing, and back light on. The forward button was pressed, and the motor rotated however the section of endoanchor did not deploy and was removed manually. The back light was flashing. Another endoanchor was loaded and deployed with no abnormalities confirming the applier functionality. The reported loading difficulties could not be confirmed however a fractured endoanchor was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchoring system was used as an accessory device during an unknown endovascular procedure.   It was reported that during the procedure, the first endoanchor loaded correctly into the applier, and on the first step of deployment  penetrated the graft properly. However, on the second step of deployment, the anchor twisted into the graft material rather than penetrating into the adventitia. The physician took the applier out to load another endoanchor , which loaded properly , but the same sequence of events happened. The physician took the applier out again to load a third endoanchor  when it was noticed that it was not flushed in the applier after loading from the cassette. The physician deployed the endoanchor  and the same sequence of events happened as with previous endoanchors. The physician took the applier out to load a fourth endoanchor and saw again that it was not flushed inside of applier after loading from cassette. The physician deployed the fourth endoanchor and the same sequence of events happened. The physician tried to load a firth endoanchor but the device did not load properly into applier;  therefore, the physician terminated use of the endoanchors. In order to assure that the deployed anchors did not migrate, the physician deployed a cook medical thoracic cuff over the anchors. Per the physician, the cause of the event was due to a faulty applier, which did not load the endoanchors properly as they were not flush inside of the applier after loading from the cassette.   No additional sequelae were reported and the patient is fine.